Event description:
The manufacturer was contacted in reference to a remstar auto a-flex device that was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found. The device displayed error codes e053(err_comp_log_sem_timeout) andthe 3.2 control dial button was missing. The device has been scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.